Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had a black substance behind the elevator on the distal dip. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus. The indicated substance was not a foreign matter and olympus confirmed that there was no abnormality seen from the images received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the substance pointed out (black substance under forceps elevator) is not a foreign matter but an adhesive used in the device. However, the root cause of the reported event could not be specified. The event can be detected/prevented by following the instructions for use which state: - important information, please read before use "reprocessing before the first use/reprocessing and storage after use" "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, the relationship between the subject device and the reported event could not be identified. Therefore, the specific root cause of the reported event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Follow-up information received that the intended procedure was diagnostic endoscopic ultrasound procedure. The procedure was completed with no delay. Reportedly patient had an ercp-endoscopic retrograde cholangiopancreatography following an endoscopic ultrasound -eus resulting in post ercp pancreatitis that required 3-day hospital stay. Follow-up has been conducted for patient outcome and currently pending.